Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. Currently the aneurysm is 10.6 cm in diameter. It was reported that there was an endurant aortic cuff was implanted for an unknown reason. It was reported that there was stent separation from fabric in both ipsilateral and the contra lateral limbs. There is a type iii leak, fabric and stent separation from third stent ring (aneurx) at the level of flow divider from contra lateral limb. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.